Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number not provided.

Event description:
It was reported to philips that the device printed out an asystole rhythm with some noise/wander and then was unable to detect the ECG and showed lead off. It was reported that the alleged failure was observed while in use on a patient who had been dead for 5 minutes. There was no reported impact of the inability to print the expected asystole rhythm.

Manufacturer narrative:
It was reported to philips that the philips device printed out an asystole rhythm with some noise/wander and then was unable to detect the ECG and showed lead off. It was reported that the alleged failure was observed while in use on a patient who had been dead for 5 minutes before being connected to the philips device. There was no reported impact of the inability to print the expected asystole rhythm.the user reported that, using lifepak defib and using same electrode, they were able to get the expected asystole rhythm. A remote philips field service engineer (fse) / authorized service personnel (asp) was dispatched to the customer who evaluated and could not confirm the reported problem. The fse ran a self-test, all results were passed. Fse did performance test and the results as follow: at patient simulator=60bpm and at defib=60bpm, at patient simulator=120bpm and at defib=120bpm and at patient simulator=240bpm and at defib 240bpm. The unit was tested and returned to full functionality. There was no malfunction found on the device. There was no fault found with the device. Fse was unable to reproduce the reported problem as the device passed all performance assurance tests. No repair was warranted. The device remains at customer site for use. Philips cannot rule out a malfunction of the device at the time it was reported as the fse unable to reproduce the reported problem, but the cause was not determined to be caused by use outside normal and expected. No systemic problem could be identified and no further action is warranted at this time. Philips has communicated a letter to the customer to explain the reported issue. No further communication was requested and none is warranted.